Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - please provide the lot number: unk. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024 and barbed suture was used. The fixation tab was broken during surgery. It was not a control release needle. There were no adverse consequence to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging that pertain to product code sxpp1a100 was received for analysis. Additionally, a photo was provided, and with the same condition as the received sample. During the visual assessment of the needle suture, it was noted that the swage and attachment area were as expected. The suture was examined, and the section of the fixation tab was not received for evaluation. In addition, body fluids and damage were noted in some barbs and the extreme was to be observed cut possibly from a surgical instrument. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.